Manufacturer narrative:
The pc board 1618 was evaluated. There was evidence of fluid ingress found in the casing and on the board. This ingress caused the malfunction.

Event description:
The customer reports that during a pre-use check, the ventilator would not operate and continuously beeped in the stand by mode. There was no patient involved.